Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 2nd complaint for the reported lot number. A review of the manufacturing records was performed, and one non-conformance was raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that the bd insulin syringe with the bd ultra-fine¿ needle pierced through the side of the safety cap after it was recapped. The following information was provided by the initial reporter: "I just wanted to inform your company that another syringe pierced the safety cap while it was being capped. The needle pierced the side of the safety cap.